Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump did not receive a low reservoir alert. The customer's blood glucose was unknown at the time of incident. The insulin pump was not working as designed. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Unit passed the delivery accuracy test at 0.08720 inches. No device deficiency anomaly or under delivery anomaly noted during test.